Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the act and escape buttons became unresponsive after coming home from a cruise. The blood glucose reading was 393 mg/dl. The insulin pump had also alarmed for a button error alarm. The customer reported that she treated with manual injection and had a low blood glucose reading 28 mg/dl. She treated with juice and a cookie. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.